Event description:
It was reported a connector was broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the lower case was broken, both bail covers were broken, one case screw was missing and the battery contacts were compressed. (B)(4).